Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion prime/compromised force sensor system and excessive no delivery tests. Insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and recorded in bolus history screen. Insulin pump uploaded properly using carelink pro. Device had scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that her blood glucose was over 400 mg/dl. Device was over and under-delivering boluses. Customer was unsure if her healthcare professionals had messed up the settings. Customer's blood glucose was 500 mg/dl the other day. Customer wanted the device replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.